Manufacturer narrative:
A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
Related manufacturer reference number: 2017865-2021-37726, related manufacturer reference number:2017865-2021-37727, related manufacturer reference number:2017865-2021-37730. It was reported that the patient presented with a ruptured capsular bag infection. The entire system was explanted. The patient was in stable condition.